Event description:
Boston scientific received information that the patient stated a revision procedure was planned to repositon a lead. The exact issue and which lead were unspecified. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.